Manufacturer narrative:
Results: five customer samples were received for evaluation. All five customer samples were evaluated for torque to break hub. The minimum allowable torque to break hub is 2.5 lb.in. Per vs 50004. The range of measurement for the five samples was 3.41 lb.in. To 4.44 lb.in. A review of the device history record was completed for this batch. There were no related quality notifications. All inspections were in compliance with requirements. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on 6/20/2017 via medwatch #4100070000-2017-8032. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#:(B)(4).

Event description:
It was reported that when drawing a lab from the patients hemodialysis cath, the tip of the bd vacutainer® multiple sample luer adapter broke and was stuck in the patients cath. Healthcare providers were unable to remove the tip and sent the patient to have interventional radiology for new cath placement.